Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading on (B)(6) 2026 after caller removed and loaded cartridge before receiving prompt in mobile app. There was no adverse impact to the customer¿s blood glucose level. Caller was educated to always wait for prompt in mobile app before removing or loading cartridge, and after initially failing to resume insulin therapy with original cartridge, caller successfully loaded cartridge, resumed insulin delivery, and issue was resolved; no additional outcome information was received.